Manufacturer narrative:
(B)(4). Date sent: (B)(4). Batch #678a82. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no visual non-conformances and with an ecr60b reload present. The reload was received fully fired with several drivers missing and with the pan detached from the reload. In addition, the reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a total laparoscopic gastrectomy, after a ecr60b was used at the 1st firing, the cartridge pan was remained in the jaw. The device was used on the duodenum. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.